Event description:
Patient reported "textured to smooth". Later healthcare professional reported " exchange of textured device due to patient's concern with product". Later healthcare professional reported "capsular contracture, baker grade unknown" this record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.